Event description:
It was reported that, case at hospital. Surgeon just finished reaming with a 15mm cutter, then asked for a 14x26 mm cage. I grabbed the 14x26mm sterile packed cage and handed it to the rn in the room. The box was opened and the surgeon implanted the cage. About 3 minutes later we find out that the implant expired on 5/2016. I then notified the surgeon of this. He insisted the implant remain due to its great fit. Next, the surgeon took a culture of the implant/wound site. No adverse consequences reported.

Manufacturer narrative:
Device history review, complaint history review, risk assessment. Device history review indicated all devices accepted into final stock met specifications. Device evaluation could not be performed as no items were returned. Complaint history review indicated there have been no other similar complaints for this reported lot. The reported event resulted from expiration date not carrying over in oracle and due to the user not checking the expiration date prior and/or during the procedure.

Event description:
It was reported that, case at hospital. Surgeon just finished reaming with a 15mm cutter, then asked for a 14x26 mm cage. I grabbed the 14x26mm sterile packed cage and handed it to the rn in the room. The box was opened and the surgeon implanted the cage. About 3 minutes later we find out that the implant expired on (B)(6) 2016. I then notified the surgeon of this. He insisted the implant remain due to its great fit. Next, the surgeon took a culture of the implant/wound site. No adverse consequences reported.